Event description:
False positive. Pregnancy test used with control showing proper use and color of test showing positive result. Physical exam suggestive of no pregnancy. Re-test with different brand showed negative. Lab hcg showed ls indicating negative pregnancy.